Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with mild calcification and mild tortuosity. A 3.0x18 mm absorb gt1 was implanted in the ostial lad and a 2.5x18mm absorb gt1 was implanted in the mid right coronary artery (rca) with good end result. On (B)(6) 2016, the patient had chest pain and angiography showed 95% in-scaffold restenosis in the ostial followed by 90% in-stent restenosis in the lad segment and patent stent in rca. Patient was sent for surgery and doing good. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Case details updated: it was reported that the patient presented with unstable angina. The procedure on (B)(6) 2015 was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with mild calcification and mild tortuosity. No vessel sizing was done prior to implantation of the absorb. A nc balloon catheter was used to predilate the lesion with residual stenosis reduced to less than (B)(4). A 3.0x18 mm absorb was implanted in the ostial lad and a 2.5x18mm absorb was implanted in the mid right coronary artery (rca) with good end result. Post-dilatation was performed using a nc balloon catheter at high pressure with the final angiographic residual stenosis less than (B)(4). No imaging was performed to confirm the scaffold was fully opposed to the vessel wall. On (B)(6) 2016, the patient had chest pain and angiography showed (B)(4) in-scaffold restenosis in the ostial followed by (B)(4) restenosis in the lad segment and patent scaffold in rca. The patient was sent for coronary artery bypass graft (CABG) to treat the restenosis and was doing good. The patient was confirmed to have been compliant in following the dual anti-platelet drug therapy (dapt) consisting of aspirin and prasugrel after the index procedure. No additional information was provided.